Event description:
During a laparoscopic cholecystectomy procedure, the clips did not load or form properly. The surgeon applied another device to complete the procedure, the hosp has reported no pt injury occurred.